Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma which resulted in magnet dislodgment and subsequent loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same procedure the patient was re-implanted with a new device. The explanted device is not available for analysis. This report is filed june 28, 2016. The device is not available for analysis.